Event description:
Customer reported his insulin pump alarmed during an infusion set change. He said the device shot out twenty units of insulin. Customer's blood glucose is 102 mg/dl. Insulin is squirting out during manual prime. It continues to drip out after the motor stops and after he releases the act button during the manual prime process. Customer was not connected during priming. He said the device is stuck in the rewind loop. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump alarmed during prime as a result of a faulty force sensor. The device was received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.